Event description:
It was reported that the patient had a revision due to high impedances and less than 50% therapy relief. Impedances were greater than 4000 ohms on electrodes 1, 2, 3 with the case. An electrode was fractured. The lead was replaced. When the physician connected the new lead to the extension and the stimulator the patient felt stimulation in the wrong location (abdomen). Stimulation was tested with a multi trial lead cable and an external neurostimulator and it was in the correct place. The physician then decided to replace the stimulator. After this, the patient had effective stimulation and therapy. Of note, the patient was hospitalized. The patient status was noted to be alive with no injury.

Event description:
Additional information noted the patient¿s lead was ¿thrown away after explant¿ and would be unavailable for analysis.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed ¿the setscrews were tight to the extension.¿ it was further noted ¿there was a punchout hole in the #3 setscrew grommet.¿ final analysis of the extension revealed ¿three straight wire conductors were broken 2.6 cm from the distal end.¿ a functional test found that circuits 1, 2, and 3 were ¿open¿ and circuit #0 had an impedance of 3.7 ohms. It was noted there were ¿no shorts between circuits¿ when tested dry.

Manufacturer narrative:
Product ID 74895136, serial# (B)(4), explanted: 2013-(B)(6), product type extension product ID neu_unknown_lead, serial# unknown, explanted: 2013-(B)(6), product type lead product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.